Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed and due to poor watertightness of cable unit, water tightness is lost. However, the most probable cause for broken cable unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that broken cable unit, no image and lost water tightness was found. There was no patient involvement.